Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system application software did not display the screw being used while utilizing solera instruments. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.